Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level at the time of the incident was 800 mg/dl and customer¿s current blood glucose level was 155 mg/dl. The customer stated the they didn¿t remember the date of hospitalization. The customer was treated by giving bolus with the manual injections. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.